Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be chipped out on lower right corner of top case and cracked on right plunger case. Upon review of the event history log, force sensor test and force sensor bridge test were found. Device underwent functional testing, and the reported customer complaint was unable to confirmed. All readings of force sensor found to be within the required specs. The reported problem has been confirmed in the event history log, and the problem source has been determined to be unknown.

Event description:
Information was received that device had system failure: force sensor bridge test and force sensor test. No patient involvement.